Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that after initial implantation of the implantable neurostimulator (ins), impedance tests showed there was a disconnect in the system. The lead was removed and then reinserted into the battery hub. The setscrew would not properly tighten. The ins was removed and then replaced with another device. The procedure was completed without any harm to the patient and there were no symptoms. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.